Manufacturer narrative:
Two (2) returned dt-05sr oneport trocars were examined under a microscope and both exhibited brittle material fractures. Small pieces of the cannula had broken off - two (2) small pieces from one and one (1) larger piece from the other cannula. The complaint devices were tested for cannula fracture and both device passed the testing criteria. There was no evidence of any contamination or other defect that would cause brittleness. Therefore, no manufacturing or part related defects were identified. The device was manufactured 24-nov-2014. To date there have been no other complaints for this lot of product. (B)(4). The oneport 5mm dilating surgical trocars use conical blunt tipped obturator to gain entry through the abdominal wall. Theses trocars are available in both disposable and reposable configurations. To ensure proper function of the oneport 5mm disposable surgical trocar and to reduce the risk of patient injury, the instruction for use (IFU) provides the following precautions and warnings: endoscopic procedures should be performed only by physicians with adequate training and knowledge of these procedures. In addition, medical literature should be consulted regarding techniques, hazards, contraindications, and complications prior to performing these procedures. Verify compatibility of laparoscopic instruments and accessories from different manufacturers before utilizing them together in a surgical procedure. Use of instruments in excess of 12.6mm may result in damage to the trocar and/or instrument.

Event description:
The customer reported that during use quantity of 2 oneport 5mm disposable surgical trocars in a laparoscopic cholecystectomy procedure, the tip of the cannulas were broken off. After the incision was closed it was noticed that some of the broken piece may have been left in the patient's abdomen. The procedure was otherwise completed as intended with no further complications or serious injury reported. Although requested, to date no further information was obtained from the user facility.